Event description:
It was reported that an alarm 2 occurred due to an occlusion event earlier in the day. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge before resuming insulin, and additional assistance was not necessary as there were no frequent or recurring occlusion issues.